Event description:
A customer reported that a system message displayed and the system locked in the middle of the procedure. The system was rebooted to clear the system message and the procedure was completed with no harm to the patient.

Manufacturer narrative:
A sample has not been received for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A root cause has not been identified. (B)(4).